Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Concomitant medical device: (remove physioneal 1.5%). It was not reported if physioneal 2.5% therapy was ongoing at the time of the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient began unspecified treatment for the peritonitis (dose, route and frequency not reported). Should additional relevant information become available, a supplemental report will be submitted.